Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient had oozing (drainage) at the access site approximately 5-7 days post procedure with a 6-12f mynx control venous vascular closure device (vcd). The drainage has been described as brown (caramel like in color) ooze. The patient left the hospital looking great, the patient was seen for follow up 6 days after the procedure with these symptoms. Although there was no confirmed infection, antibiotics were prescribed as a precaution; there was no visual infection, and no culture was taken. All three access sites were on the same leg. The vcd was prepared and used according to the IFU. The complications were experienced in the right limb. An ultrasound was not performed, and symptoms resolved without sequalae. The procedure was performed by the technician. The vcd¿s were used in a pfa procedure utilizing farapulse. There were three access sites on the right limb with approximately 2mm of distance between the sites. The sheath was downsized to a 10f sheath, with 8f and 9f sheaths remaining in the affected limbs. The sheaths used were non-cordis. The safe guard patch was used for hemostasis. No complications were noted during the deployment or use of the product. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned and maintained according to normal hospital protocol, and the patient left the hospital in good condition. The patient was not immunocompromised and had no recent history of infection, such as mrsa, diabetes, cancer, or pneumonia, nor were they taking chemotherapy, steroid therapy, or tnf inhibitors. The devices are not being returned for evaluation.